Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image (no display). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, g6, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair site for inspection and the reported failure was confirmed. It is assumed that a cable failure caused a communication failure, and the images were not displayed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image (no display). The issue was found during pre-use inspection for therapeutic procedure, that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6 and h11. The following reportable malfunctions were identified during the device evaluation: camera cable is broken, and pixel defects (white flaws). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the damage at the root of the camera cable on the main unit side indicates that stress was applied to the cable. This is likely to have caused the camera cable to break, leading to the failure of the camera cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image (no display). The issue was found during pre-use inspection for therapeutic procedure, that was completed with a similar device. There were no reports of patient harm.